Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/4/2021. H.6. Investigation: sample was returned but were unable to locate the sample returned; therefore, we were unable to fully investigate the incident as this time. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that insyte autoguard winged bl 22ga x 1.0in catheter separated from the hub. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 381523 batch no: 0279793. It was reported the extra plastic, not breaking away from retractable piece. Verbatim: description of complaint: it was reported the extra plastic, not breaking away from retractable piece this is an "unknown" batch number because it was reported after the incident that occurred and caused me to pull the whole lot; however, the batch # was given to the rep on (B)(6) when she called me because a tech went to start IV on patient and when she took the lid off of the IV, the blue piece with the catheter attached and lid separated from the needle and retraction mechanism causing the needle to be exposed which could have resulted in a needle stick to the tech. Today we had an issue with an IV catheter that was a bit scary for a moment. One of our ma's started an IV on a patient and when she retracted the needle the catheter that is connected to the blue piece and goes into the patient's vein to hold it open was broken off of the blue piece and we thought it went into the patients' arm. I went to (B)(6) and we did a quick scan under us of the patient's arm (catheter not seen) and they said we would need an xray as well but that the patient could go ahead (since she was negative) and put patient on table for MRI and we would do one after. While the patient was doing her MRI, I couldn't stand it so I "broke" into the part that retracts the needle (I covered it before breaking to ensure no blood splatter or needle stick hazard) and found the catheter retracted with the needle inside the unit. Normally, I would think this was perhaps a one time fluke; however, turns out one of the techs mentioned something about another ma mentioning a problem with the catheters so I spoke to the ma who said she's had a couple recently (only 22g) that have had issues with the blue piece (extra plastic, not breaking away from retractable piece) so I pulled the entire lot in the office 6 full boxes + some loose ones.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard winged bl 22ga x 1.0in catheter separated from the hub. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: (B)(4) batch no: 0279793 it was reported the extra plastic, not breaking away from retractable piece. Verbatim: description of complaint: it was reported the extra plastic, not breaking away from retractable piece this is an "unknown" batch number because it was reported after the incident that occurred and caused me to pull the whole lot; however, the batch # was given to the rep on 1/8 when she called me because a tech went to start IV on patient and when she took the lid off of the IV, the blue piece with the catheter attached and lid separated from the needle and retraction mechanism causing the needle to be exposed which could have resulted in a needle stick to the tech. Today we had an issue with an IV catheter that was a bit scary for a moment. One of our ma's started an IV on a patient and when she retracted the needle the catheter that is connected to the blue piece and goes into the patients vein to hold it open was broken off of the blue piece and we thought it went into the patients arm. I went to dr****** and we did a quick scan under us of the patients arm (catheter not seen) and they said we would need an xray as well but that the patient could go ahead (since us was negative) and put patient on table for MRI and we would do one after. While the patient was doing her MRI, I couldn't stand it so I "broke" into the part that retracts the needle (I covered it before breaking to ensure no blood splatter or needle stick hazard) and found the catheter retracted with the needle inside the unit. Normally, I would think this was perhaps a one time fluke; however, turns out one of the techs mentioned something about another ma mentioning a problem with the catheters so I spoke to the ma who said she's had a couple recently (only 22g) that have had issues with the blue piece (extra plastic, not breaking away from retractable piece) so I pulled the entire lot in the office 6 full boxes + some loose ones.